Event description:
Bioform rec'd a letter from teh food and drug administration requesting that co investigate a report rec'd by the FDA through the FDA medwatch med reporting program. Refer to access number mw4003865. A pt has had a permanent lip disfigurement as a result of four radiesse injections. Portions of the initial complaint have been obliterated in the copy provided to bio form medical, inc.